Event description:
It was reported that the customer received a message requesting a minimum of 50 units to proceed through the load process. Prior to calling tandem technical support, customer added more insulin to the cartridge. After doing so, customer notice insulin leaking ot of the cartridge. Tandem technical support had customer change to a new cartridge to complete the load sequence and resume insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.